Event description:
It was reported that the right atrial lead exhibited intermittent loss of sensing. On (B)(6) 2017 the physician successfully explanted and replaced the lead. The patient was in stable condition before, during and post surgery.